Event description:
It was reported that while advancing the rocket catheter over the guide wire, the tip of the rocket has separated. This was observed prior to the catheter tip entering the pt. No unusual resistance was reported while advancing the catheter over the guide wire. The device was used on the pt.